Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the customer complained that the intra-aortic balloon pump (iabp) shut down all by itself. The fse made several attempts to duplicate the problem with no success. The fse checked the faults, reloaded the software, and replaced the power management board. The iabp passed all functional and safety tests per factory specifications and was returned to the customer. The fse advised the customer to run the iabp for 24 hours to make sure no more errors occurred. The customer ran the iabp and reproduced the shutdown. The fse returned and reevaluate the iabp. The fse replaced the executive processor board and the iabp passed all functional and safety tests per factory specifications. The fse returned the iabp to the customer and requested the customer run the iabp for 24hrs in the biomed shop. The biomed confirmed that the iabp failed a 2nd time during the night. The fse ran the iabp on the trainer and balloon catheter for about 3 hours with no failures. The fse began working the coiled cable and found that the unit would then reproduce the error. The fse ran the fault logs and confirmed the same faults were listed. The fse installed a new monitor coiled cable and back plate cable. The iabp passed all functional and safety tests per factory specifications and returned to customer, cleared for clinical use. The full name of the initial reporter listed is (B)(6). An abbreviation was used due to the full name exceeding the maximum character limit for that field.

Event description:
The customer stated that the intra-aortic balloon pump (iabp) had a high pitched squeal, then shutdown. The customer then swapped the iabp out to continue therapy. This event occurred while the iabp was in use on a patient. No adverse event has been reported.

Manufacturer narrative:
The getinge field service engineer (fse) returned to the facility and installed the video generator board and replaced the plug in connector wire to the upper monitor board. The iabp passed all calibration, functional, and safety tests performed. The fse had the iabp running for over 24 hours and no failures or errors occurred. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer stated that the intra-aortic balloon pump (iabp) had a high pitched squeal, then shutdown. The customer then swapped the iabp out to continue therapy. This event occurred while the iabp was in use on a patient. No adverse event has been reported.